Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise on atrial lead was noted. Noise was causing episodes of noise reversion. The electrical function of the lead tested normal. The lead was capped and replaced on (B)(6) 2016. The patient experienced no symptoms.